Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified total delamination of the valve. Leak test and microscopic analysis was performed which identified total delamination of the valve. Based on the device analysis the final assessment is: total delamination of the valve (adhesive failure) and no wrinkles (creases) are observed in the device. The reason for reoperation is an exchange.

Event description:
Healthcare professional reported a left side deflation and rippling. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation and rippling. Device has been explanted.